Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and tilted. The information provided also indicated that the patient experienced post implant pulmonary embolism (pe), thrombus in the inferior vena cava (ivc), deep vein thrombosis (dvt), circulatory insufficiency, lower leg edema, acute kidney injury, hypotension, and stenosis. According to the patient profile form, the filter tilted, and the patient has also reported experiencing mental anguish over concerns for other possible future failures. The medical history is noted as chronic back pain with a back simulator in place, gastroesophageal reflux disease, hyperlipidemia, transient ischemic attack, cardiac ablation for supraventricular tachycardia, back surgery and sleep apnea. Details of the filter implant and the indication for the implant have not been provided. Approximately ten years and eight months post implant, the patient presented to the emergency department with hypotension. The patient had significant bilateral lower leg edema and elevated lactic acid levels. Imaging showed bilateral dvt and pe in the right upper lobe. The patient was also noted to have acute kidney injury, etiology noted as contrast induced nephropathy and hematuria as a result of tissue plasminogen activase (tpa). Two days later, the patient underwent bilateral lower extremity and pelvic venogram with angioplasty of the right femoral vein, mechanical and pharmacological, tpa thrombolysis and thrombectomy of the inferior vena cava. The initial venogram demonstrated bilateral femoral-popliteal venous systems patent, the left common and external iliac veins were widely patent with no evidence of thrombus. Partially occlusive thrombus was seen within the right common iliac vein as well as bulkier thrombus within the ivc below the level of the ivc filter. Chronic dvt changes were noted in the right femoral vein with multiple collaterals in the right thigh and stenosis of the right femoral vein. The thrombus in the ivc was treated with mechanical thrombectomy and angioplasty with an 8x120 mm balloon. Angioplasty was also performed on the right common femoral vein, right external iliac, right common iliac veins with an 8x120 mm balloon. The patient was on a heparin drip and transitioned to eliquis at the time of discharge, eight days after admission. Approximately eleven years post implant, the patient underwent a computed tomography scan for evaluation of the ivc filter. The results of the scan noted posterior tilt of the ivc filter. There was no evidence for strut fracture, strut perforation, thrombosis, stenosis or right to left tilt. The apex of the filter lied within the posterior portion of the ivc approximately 2mm anterior to the ivc wall. The filter demonstrated a posterior tilt with an angle measuring 11 degrees. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Hypotension is often associated with a pulmonary embolic event. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Blood clots, stenosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Acute kidney injury is most likely the result of contrast used in venography and interventions performed in association with the thrombotic events the patient experienced. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: the ivc filter has a posterior tilt. The implanted filter poses a progressive risk of perforation of the vena cava and surrounding vital organs vessels and structures which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration fractures embolization of a fracture and thrombosis and clotting causing serious injury and death. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: approximately 10 years and eight months post implantation, the patient presented to the emergency department with hypotension. The patient had significant bilateral lower leg edema and elevated lactic acid levels. Imaging showed bilateral dvt and pe, right upper lobe. The patient was also noted to have acute kidney injury, etiology noted as contrast induced nephropathy and hematuria as a result of tpa. Two days later, the patient underwent bilateral lower extremity and pelvic venogram with angioplasty of the right femoral vein, mechanical and pharmacological, tissue plasminogen activase (tpa) thrombolysis and thrombectomy of the inferior vena cava. The initial venogram demonstrated bilateral femoral-popliteal venous systems patent, the left common and external iliac veins were widely patent with no evidence of thrombus. Partially occlusive thrombus was seen within the right common iliac vein as well as bulkier thrombus within the ivc below the level of the ivc filter. Chronic deep venous thrombosis changes were noted in the right femoral vein with multiple collaterals in the right thigh and stenosis of the right femoral vein. The thrombus in the ivc was treated with mechanical thrombectomy and angioplasty with an 8x120 mm balloon. Angioplasty was also performed on the right common femoral vein, right external iliac, right common iliac veins with an 8x120 mm balloon. The patient was on a heparin drip and transitioned to eliquis at the time of discharge, eight days after admission. The medical history is noted as chronic back pain with a back simulator in place, pulmonary embolism (pe) and deep vein thrombosis (dvt) status post filter implant, gastroesophageal reflux disease, hyperlipidemia, transient ischemic attack, cardiac ablation for supraventricular tachycardia, back surgery and sleep apnea. According to the patient profile form, the filter tilted, and the patient has also reported experiencing mental anguish over concerns for other possible future failures. Approximately eleven years post implant, the patient underwent a computed tomography scan for evaluation of the ivc filter. The results of the scan noted posterior tilt of the ivc filter. There was no evidence for strut fracture, strut perforation, thrombosis, stenosis or right to left tilt. The apex of the filter lied within the posterior portion of the ivc approximately 2mm anterior to the ivc wall. The filter demonstrated a posterior tilt with an angle measuring 11 degrees.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section g4 (date received by the manufacturer) section h6 (evaluation codes) additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: the ivc filter has a posterior tilt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: the ivc filter has a posterior tilt. The implanted filter poses a progressive risk of perforation of the vena cava and surrounding vital organs vessels and structures which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration fractures embolization of a fracture and thrombosis and clotting causing serious injury and death. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.